Event description:
It was reported that this right ventricular (rv) lead triggered a high shock lead impedance out of range (oor) alert during remote monitoring, likely due to calcification. Technical support reviewed the alert and confirmed that although the impedance was below the nominal threshold, it demonstrated a gradual and stable trend over time. No abnormal sensing, noise, or inappropriate therapy was observed. Technical services (ts) provided reprogramming recommendations to support ongoing monitoring. The lead remains in service, and no adverse patient effects were reported.